Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 347 mg/dl at time of incident. The customer's blood glucose went up to 427 mg/dl. The customer treated with set change and a bolus. The customer stated that she took out the sensor and the cannula was bent. The insulin pump will not be returned for analysis.